Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer did not turn on at times and a black screen was observed after turning on. It was noted that the stylus was not calibrating. There was a request to install data synchronization software on the programmer. The product has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of an issue with the programmer. Stylus was out of specification. Reseated the xy connector and performed regular programmer calibration check. Analysis was not able to confirm black screen issues with the programmer. Pcmcia card slot eject buttons were broken. Replaced the pcmcia card slot. Media bay door would not stay shut due to a worn latch. Replaced media bay door. System fan noisy. Replaced the fan. Replaced nylon standoff between micro processor unit (mpu) printed circuit board (pcb) and link electronic module (lem) pcb. Updated eco(s) handles. Replaced media bay gasket. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.